Manufacturer narrative:
The device was not available for evaluation and no picture was provided. The lot number was provided for the investigation. Based on this, the ability to investigate was limited. Based on what we can tell, there most likely was a manufacturing error which led to the safety device not engaging properly. The root cause was most likely a manufacturing error. This should be considered the final report, however if we identify any additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "the safety cover would not engage on the blade".